Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they resulted with the insulin exiting. The customer was assisted with another fixed prime to test site and the insulin exited as well. The customer was advised that the no delivery alarm was possibly caused by a site occlusion and to change entire infusion set as soon as possible. The product will be returned for analysis.